Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor not displaying clinical screen values and odd graphics in the settings screen, was not confirmed when the unit was checked by technical service. The system monitor operated properly when checked. The software on the unit was upgraded to ver 7.32. The system monitor was tested and returned to the customer. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in feb2016. The packaged system monitor was placed into inventory on 14apr2016. The unit was shipped to the customer on 25apr2016. Per device build records, the system monitor had ver 7.27 software loaded on it. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas instructions for use (IFU) (rev f p.4-5) and the heartmate power module IFU (rev b p.18 - setting up the system monitor for use with the power module). The conditions where ¿dashes¿ and ¿plus¿ symbols are displayed in the system monitor¿s clinical parameter screen (pump flow, pump speed, pulse index, pump power, alarms) are described in the heartmate 3 left ventricular assist system (lvas) IFU (rev f p.4-11 pump flow display, p. 4-12 pump speed; p.4-13 pulsatility index; p.4-14 pump power; p. 4-15 alarm messages). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while monitoring the patient's heartmate 3 system, the system monitor no longer displayed the pump speed on the clinical screen while the flow was displayed. Additionally, the text on the settings screen was highlighted in a strange manner. During the event, the system controller displayed all information including speed. The system monitor was disconnected from the patient's system controller and marked as not for clinical use.